Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and mildly calcified proximal left circumflex artery that was 95% stenosed. Pre-dilatation was done with a 3.5 x 12 mm unspecified balloon catheter. Then a 3.5 x 18 mm xience v stent was deployed when a distal edge dissection occurred. The stent was post-dilated with a 3.5 x 12 mm unspecified nc balloon, and there was no blood flow in the dissection area due to an occlusion. Therefore, a 2.0 x 15 mm unspecified nc balloon was used to dilate the lesion and resume blood flow. Then a 2.75 x 28 mm xience prime stent was implanted to overlap the xience v stent distal to the xience v stent and treat the dissection. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection and occlusion are listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.